Manufacturer narrative:
Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify charge/battery last less than expected anomaly due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.